Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to enter their device into MRI mode due to high impedances. Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced. The lead replacement did not resolve the impedances, as a result the system was explanted during the procedure.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.